Manufacturer narrative:
Reporter returned one oral-b precision clean brush head on 02-mar-2016. Product investigation is in progress.

Event description:
Injury to mouth [mouth injury]. Brush head not securely attached [device connection issue]. Brush head not securely attached causing injury to mouth [injury associated with device]. Case description: a husband reported that his wife used an oral-b power oral care refill precision clean with an oral-b rechargeable toothbrush, version unknown, and the brush head did not securely attach, causing her to injure her mouth. The case outcome was unknown.

Manufacturer narrative:
On 03-jun-2016 product investigation results: reporter returned one oral-b precision clean brush head on 02-mar-2016. The result of the analysis of the return showed that external force led to the complaint.

Event description:
Injury to mouth [mouth injury]. Brush head not securely attached [device connection issue]. Brush head not securely attached causing injury to mouth [injury associated with device]. Case description: a husband reported that his wife used an oral-b power oral care refill precision clean with an oral-b rechargeable toothbrush, version unknown, and the brush head did not securely attach, causing her to injure her mouth. The case outcome was unknown.